Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. (B)(4).

Event description:
Medwatch mw5093266. It was reported that the patient reports redness and itching when using biopatch. No other information was provided.